Manufacturer narrative:
The patient had experienced a crown on tooth #3 which was not fully seated during an office visit on (B)(6) 2013; therefore, the doctor cut the crown off. The patient returned to the office on (B)(6) 2013 and a new crown was cemented using maxcem elite clear, without further incident. To date, the patient is doing fine. The product involved in the alleged incident was not returned. Lot number 4702597 has been identified as an affected lot which is part of an ongoing maxcem elite recall; therefore, no further evaluation is necessary.

Event description:
A doctor's office alleged that the maxcem elite clear had set up too quickly during procedures on four (4) patients. This is the third of four (4) reports.